Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that twenty infusion sets cannula were bent. Event date was 16 january 2024. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 12 of 20.